Event description:
The customer reported to olympus, the video system center monitor was showing blue with multiple lines going down. The issue was found during preparation for use in a therapeutic cystoscopy with intra-detrusor botox injections procedure. The patient was not under sedation. The procedure was slightly delayed, and was completed with a similar non-olympus device. There were no reports of patient harm.

Manufacturer narrative:
Customer was directed to change out the cable connecting to the monitor, and change the inputs, but this did not resolve the issue. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct.. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.